Event description:
The operating room has reported two instances where the handswitching rocker pencil's rocker switch cap has "popped" off of the pencil. The location of the piece after popping could land on the floor, on a sterile field, or in the patient. In each case there was no pt injury, prolongation of the procedure, or adverse event reported. The operating room director informed the distributor, the MFR and implemented stop-gap measures including no longer using the conmed pencil. The director describes the pencil as appearing that the "feet" on the rocker switch are not sealed to the pencil housing. Diagnosis or reason for use: cautery, cutting. Event abated after use stopped or dose reduced: yes.